Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4pm. The patient manages her diabetes with humalog insulin and lantus insulin. It is not known if the patient made changes to her usual dose of medications; however, on (B)(6) 2013, the patient reportedly took less food and/ or drink. A few hours after the start of the alleged issue, the patient claimed she felt symptoms of vomiting and nausea. No additional treatment was specified. There was no indication of misuse. The cca educated the patient regarding meter behavior and the automatic shut off feature. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿vomiting and nausea" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.